Event description:
Customer discovered a glucose result of 417 mg/dl was reported for a pt on (B) (6) 2009. The physician sent the pt to the ER in response to the high glucose value; however, the pt was not treated on the basis of this result. A fingerstick was performed and tested on an unspecified glucose monitor which gave 97 and 88 mg/dl. The original sample had been poured from the primary tube into a sample cup when it was initially tested. On (B) (6) 2009, the original sample was sent to the hospital lab for retesting, and gave 197 mg/dl. The original sample was then sent back and rerun on this i400+ analyzer which gave 198 mg/dl. If add'l info is received, appropriate notification will be provided.